Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A site physician reported that, while in an ear, nose & throat (ent) procedure, their navigation system experienced difficulty navigating the straight suction instrument. Tracking the straight suction was intermittent during navigation. In trouble-shooting, verified there was no metal in the field, emitter details showed all green, no overhead lights and placed a hands-width away from the patient, tracker in lower left quadrant. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.